Event description:
A report was received that during a lead revision procedure, blood was observed in the ipg header. The physician replaced the ipg. The patient was reportedly doing well following the revision.

Manufacturer narrative:
The ipg passed electrical tests performed. Visual inspection verified blood and fluid inside the header. Blood extended the full length of the connector bore. Visual inspection of septa that seals the connector blocks and of the internal seals of the connector bore were found to be functioning. The cause of how the blood fluid got inside the header was not determined. This is a final report.